Manufacturer narrative:
It was reported that the vad coordinator intended to return the pump for evaluation; however, the pump could not be located. The analysis of the system controller log files provided the hospital confirmed elevations in pump power; however, a direct correlation between the device and the reported elevation in the patient¿s lactate dehydrogenase level could not conclusively be established through this evaluation. Two system controller log files were submitted for evaluation containing data from (B)(6) 2017 through (B)(6) 2017 and from (B)(6) 2017 through (B)(6) 2017. Transient elevations in pump power were captured on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 and appeared to resolve after (B)(6) 2017. No further elevations in pump power were captured through the remainder of the log files. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of both log files. The system appeared to be operating as intended. A specific cause for the observed elevations in pump power could not be conclusively determined. The lvad was not available for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 45 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient's lactate dehydrogenase (ldh) level was 574 u/l and inr has been therapeutic. The system controller log file confirmed parameter elevations. On (B)(6) 2017, it was reported that the patient's ldh elevated to 1100 u/l and the patient was transferred to the emergency department. On (B)(6) 2017, it was reported that the patient was started on a heparin drip, but ldh levels continued to rise. The patient was switched to argatroban and optimized antiplatelet therapy. Ldh continued to be greater than 1000 u/l. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.